Manufacturer narrative:
D4 ¿ expiration date ¿ added d4 ¿ gtin ¿ updated d9 - product available to stryker - updated d9 - returned to manufacturer on ¿ updated h3 - device evaluated by mfg ¿ updated h4 ¿ manufacturing date - added due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was returned inside a microcatheter. The distal end of the stent was partially deployed from the tip of the microcatheter. The stent on removal was slightly deformed and both ends had frayed braid edges. The stent delivery wire (sdw) was inspected and the petal/drape was deployed but intact and the resheath pad was confirmed to be intact. The distal sdw tip was kinked. The introducer sheath was not returned. As a functional inspection an attempt was made to try retract the stent into the microcatheter but friction was noted. The stent was advanced and deployed fully without issues. The reported event of ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿sdw friction¿ was confirmed during the device analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The physician reported the 'while deploying the subject stent the physician wanted to resheath the device for the first time to optimize distal landing zone. Strong resistance was met when trying to push the microcatheter (mc) over the flow diverter (fd) and also when trying to pull the pusher wire into the mc. Since resheathing was impossible, the subject stent and mc where taken out and will be sent for investigation. In the distal part of the mc it was observed that the mc was deformed like an accordion.'. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The patient¿s anatomy was moderately tortuous. Product analysis found the subject stent was returned inside a microcatheter. The distal end of the stent was partially deployed from the tip of the microcatheter . The stent on removal was slightly deformed and both ends had frayed braid edges . The distal sdw tip was kinked. The damage noted to the returned device indicates that a significant force was applied during advancing or adjusting the stent in the microcatheter, most likely inside the microcatheter which caused the sdw and microcatheter to kink/bend. The related microcatheter device was found to be damaged with ripples/kinks consistent with force being applied. The anatomy was reported to be moderately tortuous which may have contributed to the reported event. Based on the review of all available information an assignable cause of procedural factors will be assigned to the reported and analysed event of ¿flow diverter stent difficult/unable to re-capture into microcatheter¿ and ¿sdw friction' and analysed events of ¿stent deformed¿, 'sdw kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered when the physician attempted to push the microcatheter over the subject device for resheathing and when attempting to pull the delivery wire into the microcatheter. Since resheathing was impossible the physician removed the subject device along with the microcatheter. The procedure was completed successfully, and no clinical consequences were reported to the patient.

Event description:
It was reported that the stent (subject device) was used in the medical procedure. However, resistance was encountered when the physician attempted to push the microcatheter over the subject device for resheathing and when attempting to pull the delivery wire into the microcatheter. Since resheathing was impossible the physician removed the subject device along with the microcatheter. The procedure was completed successfully, and no clinical consequences were reported to the patient.